Manufacturer narrative:
No conclusion code available; the reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was unable to be connected to the device. The setscrew was unable to be turned using the torque wrench. The issue was unable to be resolved. The device was not implanted and was replaced. There were no adverse consequences to the patient.